Manufacturer narrative:
Investigation/conclusion: the customer did not provide reference values for comparison analysis. The accuracy of the customer's inratio inr result could not be determined without additional inf. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged correlation issue with the patient's inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 7.2, 6.0, and 1.7, therapeutic range: 1.6-3.0. The time between testing was twenty (20) minutes. Patient initially obtained the 7.2 and repeated the testing using the same finger and obtained a 6.0. She believed the results were too high. Reportedly, the finger was "milked" in order to get a large enough sample. Additionally, reports that there was an air bubble in the sample well when she obtained the 6.2 result. There was no reported adverse patient sequela. There was no additional info provided.